Manufacturer narrative:
Correction to: the evens of capsular contracture baker grade unknown, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. (Previous emdr reported seroma in error. Disregard as that event was not reported.) Correction to: reason for reoperation: rupture, capsular contracture baker grade unknown, and "swollen lymph nodes". Laboratory analysis summary: device photograph(s) for the device related to the reported event of lymphadenopathy, capsular contracture, visibility/palpability and rupture was requested on august 22, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ rupture: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture, capsular contracture baker grade iii, and ill with inflammatory symptoms associated with swollen lymph nodes in the armpit, as well as collarbones and neck." The device has been explanted.

Event description:
Patient reported left side rupture, capsular contracture baker grade iii, and ill with inflammatory symptoms associated with swollen lymph nodes in the armpit, as well as collarbones and neck." The device has been explanted.

Event description:
Patient reported left side rupture, capsular contracture baker grade iii, and ill with inflammatory symptoms associated with swollen lymph nodes in the armpit, as well as collarbones and neck." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The evens of capsular contracture baker grade unknown, seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, seroma and lymphadenopathy.